Event description:
It was reported that during a drug-eluting stenting treatment procedure stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The lesion was not pre-dilated. The physician advanced the 3.50x20mm taxus liberte stent to the lesion but was unable to cross. When the stent was removed it was found to be distorted. There were no patient complications. The procedure was successfully completed with another 3.50x20mm taxus liberte stent after the predilating the lesion. Patient status is reported as "stable."

Manufacturer narrative:
Device evaluation: examination of the complaint device revealed that a break occurred in the hypotube. The break was measured at approximately 87.5 cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.